Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously low hemoglobin (hgb) result generated by the coulter act. Diff instrument. A patient sample was tested for hgb and a result of 16.6g/dl was obtained. Due to differential flags the patient sample was re-mixed and rerun for hgb. The repeated result was 17.6g/dl. The sample was re-tested several times more and hgb results were higher and no flags were generated. Additional rerun data printouts were not provided. The erroneous result was reported out of the lab. Rerun results were considered correct and an amended report was filed. Based on information provided, there was no affect to patient or user.

Manufacturer narrative:
Qc was run twice before the event and results were within limits. A previously run patient sample was run back to the last acceptable qc run to confirm accuracy. A reproducibility study was performed using the same patient sample and results passed. The specimen was collected in a greiner vacuette k3 edta tube. The sample was stored on a rocker and was 30 minutes old. A field service engineer (fse) was dispatched to the customer's lab: the fse verified and validated the instrument and no problems were found. Per fse, the customer was using glass k3 edta tubes and recently they switched to the greiner vacuette k3 edta plastic tubes. The fse established an action plan where the customer will run patient samples in duplicate and the fse will periodically monitor. A clear root cause of this event is unknown. A malfunction will be assumed for the purpose of this report.